Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that the actual flap was fifteen microns thinner than the planned flap thickness in unknown eye of the patient during refractive surgery. There are multiple related reports for this facility. This report addresses for unknown patient, unknown eye and other manufacturer reports will be filed.

Manufacturer narrative:
Additional information provided in d.9., h.3., h.6., and h.11. A review of the device history record (DHR) traceable to the reported serial number indicates that the product was processed and released according to the product¿s acceptance criteria. A review of the technical service onsite history review showed no abnormalities that could have contributed to this event: the device was successfully verified prior and after the day of event. Most recent onsite visit from field service engineer was performed and signed service installation record. The device meets specification as per signed service installation record. The device was successfully verified prior and after the day of event. Further data for the reported event were requested but not received. No complaint-related product is expected to return for investigation. No associated service visit for the reported event could be identified. Not enough information was provided to properly complete an investigation. Therefore, the root cause of the reported event could not be identified. The manufacturer internal reference number is: (B)(4).